Event description:
It was reported that the patient underwent a hernia repair procedure in (B)(6) 2011 and mesh was used. The patient returned to surgery 13 days later because the mesh was infected. Additional information was requested.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent an open recurrent ventral incisional hernia repair procedure on (B)(6) 2011 and mesh was used. On (B)(6) 2011, the patient called the surgeon with complaints but the patient did not want to come to hospital. On (B)(6) 2011, patient came to the emergency room with a wound dehiscence, pus pouring from the incision, redness of the abdominal wound, abdominal pain, fever and nausea. A CT scan of the abdomen was performed. The wound was cultured and the results showed (B)(6). The patient returned to surgery on (B)(6) 2011. The mesh was removed, a biologic mesh was placed, drains were placed and the patient was given intravenous antibiotics. During the re-operation, the mesh was intact although it was involved. The underside of the mesh appeared clean. No intra abdominal infection was noted. The patient had many adhesions. Currently the patient is fine. (B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria.

Manufacturer narrative:
(B)(4): infection occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.